Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented to the emergency department with chest pain, nausea, and vomiting. An interrogation observed intermittent undersensing of the right atrial (ra) lead. The lead remain in use. No further patient complications have been reported as a result of this event.